Event description:
Screwed syringe on saline lock to flush and plastic port broke half in two; blood poured out end of lock, had to clamp it off and unscrew other half to replace with another end piece.